Manufacturer narrative:
Product ID 3889-28, lot# v430990, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient was having pain in their sacroiliac joint and heated up a cryotherapy pad for their ¿sore bottom.¿ it was stated, the patient forgot their implant was close to that area and they used the heating wrap for about a minute when they began getting ¿electric type shocks¿ that were quire painful. It was noted, the patient immediately removed the wrap and shut off their implantable neurostimulator (ins). It was stated, the patient was still quite sore.